Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient experienced a gradual decline in hearing with the device since 2014. Skinflap thickness was normal. There were no issues with the external device. Bc threshold in pta was around 10-15 db in all frequency, and threshold of vibrogram test was 50 in 1000hz and 1500 hz. Possibility of poor coupling between fmt and stapes should be considered. The device has now been explanted.

Manufacturer narrative:
Device investigations on the received parts did not reveal any device malfunction which is expected to explain the reported problem. According to the patient report the patient never had benefit from the device. The device was explanted for medical reasons, namely a fixation of the stapes footplate and a malformed round window niche which prevented the patient to have benefit from the device. The patient was re-implanted with a bone conduction implant. This is a final report.

Event description:
It was originally reported that the patient experienced a gradual decline in hearing with the device since 2014. However additional information received stated that the patient never had benefit with the device. The device was explanted and he was re-implanted with a bone conduction implant.